Manufacturer narrative:
Summary device evaluation: the investigation of the returned balloon catheter found the proximal end of the device completely separated/broken off from the distal end of the device at 146cm from the proximal end of the hub, which is consistent with the alleged product issue. Furthermore, the distal portion that was separated was found with significant kinked areas and several stretched areas with exposed coil braiding's and the inner catheter liner was found to be removed from the device upon receipt. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing excessive force during retraction that exceeded the device's tensile strength causing the distal section to stretch and break from the proximal section.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in the process of being returned to the manufacturer for evaluation.

Event description:
It was reported that a balloon catheter was used to treat a fistula, which was injected with a liquid embolic. When the balloon catheter was withdrawn, the catheter body broke proximally and stretched within the internal carotid artery. The distal section of the catheter was able to be removed. There was no patient injury.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned balloon catheter found the proximal end of the device completely separated/broken off from the distal end of the device at 146cm from the proximal end of the hub, which is consistent with the alleged product issue. Furthermore, the distal portion that was separated was found with significant kinked areas and several stretched areas with exposed coil braiding's and the inner catheter liner was found to be removed from the device upon receipt. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing excessive force during retraction that exceeded the device's tensile strength causing the distal section to stretch and break from the proximal section.

Event description:
It was reported that a balloon catheter was used to treat a fistula, which was injected with a liquid embolic. When the balloon catheter was withdrawn, the catheter body broke proximally and stretched within the internal carotid artery. The distal section of the catheter was able to be removed. There was no patient injury.

Manufacturer narrative:
Corrections: g4 - date on initial report was incorrect. Actual g4 date should have been feb 14th, 2023.